Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer rinsed the tubing paths and probes. The sipper nozzle was worn and it was replaced. The sample probe was slightly bent and it was replaced. The sample probe spring was also loose and locked. The sample probe rinse bath position was corrected due to misalignment. The sample arm was adjusted. The rinse station water was increased slightly. An ise check was performed and it was ok. Precision studies were performed and were ok. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable low results for an unspecified number of patient samples tested with the na electrode on a cobas 6000 c501 module. The customer provided examples of two patient samples with discrepant na results. No questionable results were reported outside of the laboratory. The customer repeated the samples since the initial values did not pass an internal validation. The first sample initially resulted in a na value of 91 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 120 mmol/l. The sample was repeated again, resulting in a value of 120 mmol/l. The second sample initially resulted in a na value of 113 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 140 mmol/l. The sample was repeated again, resulting in a value of 140 mmol/l.